Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, when installing a twinfix ultrabraid, the pre-installed threads within remained in the inserter; as a result the fixator remained in the bone, while the threads were left behind in the handle. It is unknown how the procedure was completed or if there was any delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device outside of its package. The anchor is not in the picture, and the sutures can be seen coming out from the bottom of the handle. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.